Event description:
On (B)(6) 2011, pt reported he is not able to complete the prime with a new insulin cartridge and infusion set tubing headset attached. Pt stated, the infusion device returns to stop mode immediately after the prime starts. Infusion device displays no error or alerts. Pt reported he was attempting to prime a new insulin cartridge and infusion set when the issue occurred. Pt stated, he was able to prime with the set together. Had pt remove the infusion set tubing and attempt a prime with the insulin cartridge only; still goes back to stop mode. Had pt change to another new infusion adapter; does not complete the prime, returns to stop mode. Had pt remove the insulin cartridge and activate the prime; did not complete the prime and returned to stop mode. Pt reported, the plunger is not stuck on the piston rod. Had pt remove the insulin cartridge, infusion adapter and infusion set tubing and then return the piston rod. Had pt press up/down button until 0 is reached; piston rod successfully returned. Had pt attempt to prime; returned to stop mode. Had pt insert a new battery and attempt to prime; returned to stop mode. Had pt change to a new insulin cartridge and attempt to prime with the cartridge only; returned to stop mode. Pt reported no insulin spilled in the cartridge compartment. Pt stated, he was unable to locate the backup infusion device; he will use manual injections as necessary. On follow up call on (B)(6) 2011, pt reported, he received the new infusion device. Unable to check infusion device to review alarm history. Pt stated, he located his backup infusion device and with assistance of his trainer was able to get it up and running. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.